Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. This damage is consistent with external defibrillation. There is no indication the defective monitor caused or contributed to the patient's death. The patient was in sinus rhythm at 70 bpm at the time of device removal.

Event description:
During servicing of a monitor which was returned for investigation into a patient's death, a reportable device malfunction was found. The monitor sn (B)(4) failed incoming testing. The device failure did not cause or contribute to the patient's death. The patient was in sinus rhythm at 70 bpm at the time of device removal.